Event description:
The customer reported a leak from the probe of a coulter lh 500 hematology analyzer. The volume of the leak was approximately 1 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the probe wipe was misaligned causing the leak. The probe wipe assembly was replaced and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).